Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es biometric identifier was not scanning, scanner was requiring multiple times to log in, and it failed and would require witness. Multiple users had same issue. User rebooted the device but issue still persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.